Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the physician implanted an adaptor in to a previous ipg pocket site. During the follow-up appointment it was noted the site was red and inflamed around the circumference of the pocket site. The patient was prescribed antibiotics. Follow-up revealed the redness and inflammation has decreased greatly and the patient will complete the antibiotics.

Event description:
The patient's infection was greatly reduced, if not fully resolved at the last appointment.